Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her issue started out as electrical shocks and it was more of a constant stabbing pain at the time of the report. The therapy was on and there was no fall or trauma related to this issue. The issue was related to positional movements. When the patient sat, she had to sit more to one side in an effort to feel more comfortable and when she walked, it bothered her and made it difficult to walk. The health care professional (hcp) already instructed the patient to decrease stimulation which she did but it had not made any difference. After several minutes of having the stimulation off, it still felt a little less intense. The patient had been seeing her hcp on a monthly basis for her issue and her next appointment was on (B)(6) 2016. The symptoms were in the bicycle seat area. Additional information from the hcp reported that the patient lowered the setting and was fine. She had a history chronic pelvic pain, lupus and rheumatoid arthritis. She had pain everywhere but there was no pain from the interstim after the settings were lowered. The event date was estimated as the issue started in (B)(6) 2016. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.